Manufacturer narrative:
An event regarding pain involving a mako baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as primary operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the implants used in patient 2 of 3. (B)(6) yo female, surgery (B)(6) 2019. As reported by surgeon: attached are xrays of three patients I previously discussed. All have concerning radiolucencies underneath the tibial baseplate that appeared several months post op. Thus far, none have required revision but all have some degree of pain (mostly medial). Again I never saw this prior the mics transition. Let me know your thoughts and if any other surgeons have seen this issue. More recently, I have been using a 2mm drill to perforate the sclerotic tibial surface to promote better cement interdigitation and my results seem to be much better. Case type: pka 3.0.

Manufacturer narrative:
Reported event: an event regarding pain involving a mako baseplate was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as primary operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard. H3 other text : device not returned.

Event description:
This pi is for the implants used in patient 2 of 3. 69 yo female, surgery on (B)(6) 2019. As reported by surgeon: attached are xrays of three patients I previously discussed. All have concerning radiolucencies underneath the tibial baseplate that appeared several months post op. Thus far, none have required revision but all have some degree of pain (mostly medial). Again I never saw this prior the mics transition. Let me know your thoughts and if any other surgeons have seen this issue. More recently, I have been using a 2mm drill to perforate the sclerotic tibial surface to promote better cement interdigitation and my results seem to be much better. Case type: pka 3.0.